Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed a motor error alarm during rewind, the device was unable to exit the rewind screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. We were unable to perform prime test due to loose drive support disk. We were unable to verify motor error alarm due to prime alarm. However, motor passed motor test. A minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.